Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold measurements. The physician suspected that it could be due to subclavian crush, so a surgical procedure was performed and this lead was abandoned. A new rv lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.